Event description:
It was reported that the user experienced high blood glucose after pausing the ilet insulin delivery to shower and perform a supply change, then eating upon reconnection while already trending upward. The highest continuous glucose monitor (cgm) reading was 280 mg/dl and a glucometer confirmed 363 mg/dl, and the event is categorized as a use-of-device problem. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a delay to treatment or therapy without emergency care or hospitalization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with the issue traced to user management of therapy during a pause and meal, and no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.

Manufacturer narrative:
Initial.